Event description:
It was reported that the patient hadn¿t used her device in a while because she kept getting an ¿error thing.¿ when the patient was asked if it was a power on reset (por), the patient thought it was ¿something like that.¿ the patient starting seeing the error message right before she went on vacation in (B)(6) 2014. This was around the same time when she stopped using the device because it was taking her 12 hours or longer to charge her implant. She would charge her implant and it wouldn¿t completely charge. The patient hadn¿t charged her implant since (B)(6) 2014. When she was asked if she needed normal reprogramming the patient said ¿yeah I guess.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).